Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity had a magnet rate of 90 but showed less than half a year remaining. Boston scientific technical services (ts) suggested to perform a hex dump upon next checkup. Attempts to obtain additional information was made but was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker's longevity had a magnet rate of 90 but showed less than half a year remaining. Boston scientific technical services (ts) suggested to perform a hex dump upon next checkup. Attempts to obtain additional information was made but was unsuccessful. The device remains in service. No adverse patient effects were reported.